Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) that the device helix sprung. The rvlp was not used and a different rvlp was used to complete the procedure. The patient was recovering following the procedure.